Manufacturer narrative:
H10 h3, h6: the device, used during treatment, was returned for investigation. It was reported that 2 handpiece trackers were bent. The other tracker was investigated under (B)(4). Initial visual inspection of the returned handpiece tracker confirmed that it was bent and was aluminum. The aluminum material that can bend more easily due to the nature of the forces placed on the handpiece tracker either via the surgeon's hand, dropping it, or any other forces. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review was performed and found 39 similar reports of the issue. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is likely due to mechanical component failure from bending of the handpiece tracker. The material has been changed to stainless steel which makes the part much stronger and less susceptible to bending, thus, reducing the likelihood of this problem.

Event description:
It was reported that two blue aluminum hand piece tracker arrays (B)(4) are bent and need to be replaced. No surgery involved.